Event description:
During a lap cholecystectomy procedure, the clips did nt go into the jaws in the first device. A second device was used and this time the clips were not completely closed. The operation was completed using a third device. No patient consequence.